Manufacturer narrative:
Evaluation of the returned benchmark confirmed a leak near the hub. The benchmark was flushed with air while submerged in the bleach solution, and air was observed exiting the catheter from beneath the strain relief. The strain relief was unraveled, and a hole was observed. If the benchmark is retracted from its packaging at an extreme angle or is otherwise mishandled during use, damage such as a kink may occur. This damage likely contributed to the hole beneath the strain relief. Further evaluation revealed that the distal tip was slightly ovalized. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the anterior communicating artery (acomm) using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra sheath. During the procedure, after advancing the benchmark into the patient, the physician noticed air in the tubing of the benchmark. Subsequently, the benchmark was pulled out of the patient to be flushed; however, while flushing on the back table, the hospital noticed the benchmark to be leaking by the hub. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.